Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual insp determined the c-ring had broken along the ctr. The two halves were returned. The device was evaluated under a microscope and the c-ring was observed to be melted along the ctr. This failure is consistent with the application of heat of the hemopro device. Based upon the eval results, the reported complaint for "c-ring cracked" was confirmed. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the c-ring on the hemopro 2 device cracked. Nothing fell into the pt and intervention was not required. A replacement device was used to complete the procedure. The hosp did not report any pt effects.